Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto 3 system, preface sheath, stockert ep shuttle, a64- polar basket catheter((B)(4)), steerable sheath ((B)(4)) (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 male patient with paroxysmal af underwent radiofrequency ablation and had profuse urinary tract bleeding during the procedure because of a preceding difficult bladder catheterization. The same patient also had to have the ilr explanted 22 days before ablation because of ilr-pocket infection, but had a new device implanted the day after ablation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿focal impulse and rotor modulation as a stand-alone procedure for the treatment of paroxysmal atrial fibrillation: a within-patient controlled study with implanted cardiac monitoring.¿ the purpose of this study was to investigate the efficacy of focal impulse and rotor modulation as a stand-alone procedure for the treatment of paroxysmal af. The study was conducted between december 9, 2013 and october 30, 2014. A total of 27 patients were enrolled in this study. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.